Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had drive/motor anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that she has loaner pump and have ordered a new insulin pump, button were hard to push on the loaner pump. Customer stated she has changed it out around 3 times now and when she presses the button the motor and it pushes the finger off and stops. The customer stated that the motor stops as well. The customer was advised that we will send out replacement.